Event description:
Information was received regarding a cadd extension set. It was reported that the patient had some crystallization near the port end of the extension set. There was also an indication of a small leak. There was no injury associated with the occurrence.

Manufacturer narrative:
Other, other text: one cadd extension set was received to investigate the reported crystallization and leakage. Upon visual inspection, no damages nor workmanship defects were detected. A leak test was performed using the hydrostatic vessel, and no leaks were found fleeing from the sample, thus the failure mode reported was not confirmed. No corrective actions were required.